Event description:
The device was returned to the service center with a report from the customer contact that the device was dropped on the floor, the lcd screen was damaged and the mechanism door was broken. This does not indicate a reportable malfunction. However, during verification testing at the service center it was noted that the device door roller was broken.

Manufacturer narrative:
During testing it was found the device door roller was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.